Event description:
It was reported that the "pt arrived for dialysis and the catheter had slipped out of insertion site approx 1.5 inches, pt denies that it had been pulled on, the cuff could not be seen."

Manufacturer narrative:
One split stream catheter was returned for evaluation. A visual examination of the catheter revealed evidence of adhesive residue and fibers in the proper location on the lumen. Without the lot number we are unable to review the manufacturing records. The incident report noted that the device was implanted and functioned without incident for over one year. Due to the length of implantation we are unable to determine the cause or factors which contributed to this event.